Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009, a cardiovascular event on (B)(6) 2009 and a cardiovascular event on (B)(6) 2009 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving three separate products; associated MDR #s 2937457-2014-01256, 2937457-2014-01257, 2937457-2014-01258, 1225714-2014-05208, 1225714-2014-05209, 1225714-2014-05210, 1225714-2014-05211, 1225714-2014-05212 and 1225714-2014-05213.